Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic with an episode of non-sustained rv oversensing, decreased pacing lead impedance was observed and a capture test was unable to be performed due to high ventricular rates. The physician elected to take no action, but to monitor the patient for further non-sustained episodes.